Manufacturer narrative:
Serial numbers of the explanted gore® excluder® aaa endoprostheses were not available. Therefore, a review of the manufacturing records for these devices could not be performed . The devices were returned to w. L. Gore & associates for investigation. Submitted in formalin was a gore excluder aaa endoprostheses system; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and one contralateral leg endoprosthesis (cl). The ablumen was generally devoid of tissue except for scant foci of red/brown tissue. The lumen was widely patent and generally devoid of tissue. Two tissue specimens were collected from the abluminal surface and subjected to histopathological analysis. The sections consisted of sheets of collagen with areas of hemosiderin pigment. The collagenous tissue overlying the surface of the stent-graft is the expected normal tissue response to an endoprosthesis implanted over a long duration. Cholesterol clefts, foamy macrophages, and thrombus elements overlying are elements of atherosclerosis and would be expected in a patient with aneurysmal disease. There was no evidence of excessive inflammation or infection. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. A transection was present on cl, consistent with one caused by a sharp surgical instrument (i.e., scalpel/scissors), likely used during a surgical procedure. No wear related disruptions were identified. A3: patient gender = male d8/d9: added data a1: / patient identifier - corrected. H6 - medical device problem code 1504: code is withdrawn

Event description:
On an unknown date, this patient underwent endovascular treatment with gore® excluder® endoprostheses for an abdominal aortic aneurysm. It appears that during the initial procedure, a gore® excluder® trunk-ipsilateral leg component and a gore® excluder® contralateral leg component were implanted. During follow-up examination on an unknown date, the trunk-ipsilateral leg component showed a type ia endoleak with proximal lack of wall apposition. A baseline measurement of the aneurysm diameter was not available but an aneurysm enlargement of 5 mm was reported. The physician also suspected a hole in the stentgraft, pointing to a type iiib endoleak. On (B)(6) 2020, both gore® excluder® endoprostheses were explanted and would reportedly be available for investigation.